Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the distal femoral stylus revealed the device is intact and all components are present. The device was manufactured in 2004. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. If new information is received in the future, this complaint can be re-opened. The quality team revealed stylus functions as intended with (B)(4). Due: (B)(6) 2016 and (B)(4). Due: (B)(6) 2016 (functional/dimensional gages). All components of the stylus are secure and intact. The clinical/medical team concluded due to no clinical or radiographic documentation provided and based on the lack of clinical relevant information, no further clinical assessment is warranted. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an instrument broke and it is not confirmed whether all pieces were removed from patient.